Event description:
On 1/17/2023 it was reported by a sales representative via sems that an ar-6480 pump is having pressure issues. This was discovered during a procedure with no patient harm. Additional information requested.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.